Event description:
The patient came in for a post-op appointment and the surgeon observed that the patient had arthrofibrosis and had limited flexion. At about 4 months from primary the surgeon revised the poly and the resurfaced the natural patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 february 2023: lot 2201057: (B)(4) manufactured and released on 22-mar-2022. Expiration date: 2027-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.